Event description:
It was reported that a malfunction occurred on the pump with a malf 12 code. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any issues reoccur, which they acknowledged and understood.